Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-04557, manufacturer report # 3005099803-2012-04558 and manufacturer report # 3005099803-2012-04559 address these devices. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy, within the cecum, performed on (B)(6) 2012. According to the complainant, during the procedure, an attempt was made to place the first clip (MFR# 3005099803-2012-04557) onto the tissue however; the clip would not deploy. The clip was opened back up and repositioned onto the tissue and deployed. Although, they did have difficulty getting the clip to release from the catheter. The physician was able to manipulate the clip off the catheter and the clip remained on the tissue. Two additional clips (mfg# 3005099803-2012-04558 and MFR# 3005099803-2012-04559) were used and the same issue reoccurred. Reportedly, the bleed had resolved with these three clips therefore, no other treatment was needed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Additional information: on (B)(6) 2012 the patient returned to the hospital, after passing blood, and underwent a second colonoscopy. During this procedure, the three clip assemblies were found to have detached from the target tissue in the cecum which the physician attributed to the continued bleeding. Four additional resolution clip devices (mr # 3005099803-2012-04560, 3005099803-2012-04561, 3005099803-2012-04562, and 3005099803-2012-04563) were then used to resolve the bleed; however, the physician once again experienced difficulty separating the four clips from their respective delivery catheters. The physician manipulated each device until the clip assembly separated and remained attached to the target tissue. No patient complications resulted from the difficulties experienced by the physician.